Event description:
The device (part number cev669e) was returned to mxi serivce and repair.

Manufacturer narrative:
The device (part number cev669e) was evaluated and indicated that there was a charring plastic piece of polyether either ketone (peek). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference number: na. (B)(4).